Event description:
It was reported to boston scientific corporation that a maxforce balloon dilatation catheter was used during an esophagogastroduodenoscopy procedure performed in 2008. According to the complainant, "the balloon appeared to burst longitudinally during the procedure." The procedure was completed with a different device (unk product/manufacturer). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.